Event description:
A patient reported that they are in week 9 of the refinement treatment. The trouble tooth has indeed shifted, but it has moved once again in a way not forecasted. The patient then stated that they got off track quite by accident. Before they received their second refinements, they ordered a lower retainer; but it turned out that they received both upper and lower retainers. Their current aligners at the time were in awful shape and cutting their lips. The patient said that they wore the upper retainer until the refinements came. It shifted their teeth dramatically so that when the refinements finally arrived, they were already ready for the last few stages.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.